Event description:
The patient was connected to a left ventricular assist device. The device was functioning on battery power and stopped during patient transportation. The hospital staff reported that the battery gauge showed full battery voltage at the time the pump stopped. It was reported that the patient was not injured.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.